Event description:
This was a spontaneous report from a female consumer reporting on herself. The consumer reported applying one bengay moist heat therapy pad (no active ingredient) once daily as needed beginning 2009 for minor aches and pains. After application the following month, the consumer's face was swollen. She reported that she has a history of asthma and environmental and medication allergies, and stated that she may have touched her face after handling the product. On the same date, she visited a physician who prescribed steroids and gave her an injection of benadryl (diphendydramine). Product use was discontinued the same day. As of the date of her report, the next day, the outcome of the event was not resolved. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.